Event description:
It was reported that the syringe 5ml ll sp125 foreign matter contamination. The following information was provided by the customer: verbatim: ¿material no.: 309646 batch no.: 9008864. It was reported that were several syringes from this lot that have a sticky substance in them. Per complaint form: the lab found several syringes from this lot that have a sticky substance in them¿.

Manufacturer narrative:
Investigation: three 5ml syringes were received in opened packages from batch #9008864 (B)(4). They were visually evaluated. The plunger was pulled back to evaluate the fluid path. All 3 syringes exhibited excessive presence of silicone on walls and bottom of the barrel and pooling on the stopper ¿ a clearly excessive amount of silicone per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the excess lubricant presence defect is associated with the assembly process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ll sp125 foreign matter contamination. The following information was provided by the customer: verbatim: ¿material no.: 309646 batch no.: 9008864. It was reported that were several syringes from this lot that have a sticky substance in them. Per complaint form: the lab found several syringes from this lot that have a sticky substance in them¿.